Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 4.8, 4.6; lab: 5.4, 5.5. Pt's therapeutic range is 2.0-3.0. Results were obtained within 1 hour of each other.

Manufacturer narrative:
Investigation pending.